Manufacturer narrative:
The insulin pump was unable to prime during the testing and a motor error alarm occurred during the basic occlusion test, due to protruded/loose drive support disk. The motor passed motor test. No motor position encoder error alarm appeared in alarm history screen. The device was also received with a scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
The customer called and reported receiving a motor error alarm on the insulin pump while filling the cannula. The customer's blood glucose level was not known. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.